Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found black markings on the distal tip of the inner blade. There was evidence of metal shedding on the inside of the outer blade. A functional evaluation revealed the device operated in the forward, reverse and oscillate modes as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the reported event include sideloading or activation in open air. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use inside the patient, the shaver was shedding metal shavings into the joint. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.